Event description:
It was reported to boston scientific corporation that an acquire needle was used in the mediastinal node during a fine needle biopsy procedure performed on an unknown date. During the procedure, the needle could not puncture into the node because the node was too small. The procedure was aborted. There were no patient complications reported as a result of this event. There is currently no date set to reschedule the procedure.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: physicians first name: (B)(6). (B)(4).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: physicians first name: (B)(6) block h6: impact code f1001 captures the reportable event of procedure aborted. Block h10: investigation results the returned acquire needle was analyzed, a visual evaluation was performed and the working length was kinked. A functional evaluation noted that the stylet could not move forward due to the kink. No other problems were noted. Based on the available information, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose. Therefore, based on all gathered information, the complaint investigation conclusion code selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the mediastinal node during a fine needle biopsy procedure performed on an unknown date. During the procedure, the needle could not puncture into the node because the node was too small. The procedure was aborted. There were no patient complications reported as a result of this event. There is currently no date set to reschedule the procedure.